Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the clinic after receiving a vibratory alert for non-sustained lead noise. Myopotential oversensing was observed on the near-field channel. The ICD was reprogrammed. That patient's status was fine.